Manufacturer narrative:
The customer did not return the device for eval. Since the device was not returned for eval, no root cause can be determined. Additional info will be provided via the form 3500a, if required.

Event description:
About 5 years ago one of your hydrocollator steam packs, part number 1006, exploded on me. I was burned, but not seriously. I was very angry as I had followed directions carefully. You would have heard from me then, but a family member died and I was otherwise occupied. Today I ran across the instruction sheet for the steam packs and decided I should let you know that your product was defective and dangerous.